Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context as it is likely the device interacted with the patients anatomy during advancement causing the reported failure to advance. The device was removed and the stent was observed to have dislodged. When the guide catheter was removed the stent was confirmed to be lodged in the tip of the guide catheter. It is likely that interaction with the guide catheter occurred during removal causing the reported stent dislodgement. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the that the procedure to treat a lesion in the left anterior descending (lad) artery. Pre-dilatation was performed with a 3x15mm semi-complaint balloon and a 3x15mm semi-complaint high-pressure balloon. A small dissection was then noted proximal to the second diagonal branch. The 3.5x18mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however, the stent failed to cross due to the anatomy. Therefore, the sds was removed, and the stent was noted to have become dislodged from the delivery system. The stent could not be found under fluoroscopy; however, when the guideliner was removed the stent was confirmed to be lodged in the tip of the guideliner. The procedure was continued with additional dilatation and placement of unspecified drug-eluting stents. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.